Event description:
Per the audiologist, the patient underwent surgery in 2009 for suspected movement of the internal magnet. The physician found that the magnet was in place during the surgery. The implanted device remains.

Manufacturer narrative:
Implanted device remains.